Manufacturer narrative:
The insulin pump was received with intermittent buttons due to unlocked connector at lcd board. Device had cracked case at display window corners and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the up arrow button on the insulin pump does not respond. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was around 200 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.